Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a bilateral case of too thin corneal lasik flap. Reporter indicated the flap was intended to be 100 microns, however resulted in 60 microns. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Device malfunction only, no adverse event occurred. Attempt was made to obtain additional patient information, but no information was received. The field service engineer (fse) visited the site to realign the beam through laser engine to correct the issue. However, the maximum energy was reported very low. Per field service report from fse, the treatment beam was grossly misaligned on the delivery arm. This could affect quality of the cuts. The fse also found the top of the objective lens assembly was heavily contaminated with dust. To correct the issues, the fse performed laser alignment through the energy pockel cell, articulating arm and delivery system. The fse also recalibrated energy control board and energy polynomial for cataract mode. Per the fse, system is tested and verified to meet specifications for cataract procedure, and will revisit the site with flap tool to verify the specifications for flap procedure. It was also recommended by the fse to replace the burned optic from the laser engine and possibly surgical focus module replacement. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event can be attributed to the off-alignment beam through the articulating arm. The manufacturer internal reference number is: (B)(4).

Event description:
Attempt was made to obtain additional patient information, but no information was received.